Event description:
It was reported that the dso seal had been delaminated, and it had occurred during setup. There were no patient involvement and harm.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition of the downstream occlusion seal. Additionally, the investigation identified upstream occlusion seal damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso and uso seal was replaced and the device passed all testing.